Event description:
It was reported that during a laparoscopic assisted gastrectomy procedure, after the cartridge was loaded into the device for the second firing, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the pt. The cartridge was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.